Manufacturer narrative:
The reported event of not contact force measurement displayed was confirmed. The results of the investigation concluded that the optical properties of optical fiber 1 did not meet specifications when connected to the tactisys quartz unit. Testing revealed fluid between the tygon and irrigation tubing. This indicates there is a break in the seal of bonded irrigation tubing inside the luer hub which caused the fluid ingress through the tygon tubing. Log file analysis indicates optical fibers 1-3 did not meet specifications for optical properties. Actions have been taken to prevent reoccurrence.

Event description:
This event is being reported based on the analysis of the returned device.